Manufacturer narrative:
Batch review performed on 04 jun 2019. Lot 150152: 50 items manufactured and released on 17-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any other similar reported event. Visual inspection performed by r&d project manager: femoral stem shows ha layer still intact on the proximal part, while absorbed on the distal part. Neck shows scratches probably due to extraction.

Event description:
Revision surgery performed 8 months after the primary due to the mobilized stem. The stem and ball head have been revised successfully.